Event description:
Routine complaint investigation when a consumer reported imprecise back to back readings with the precision qid blood glucose monitor. The values, when plotted on a clark error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.